Event description:
Product analysis for the explanted lead was approved on (B)(6) 2012. The electrodes were not returned for analysis, and therefore, a complete evaluation could not be performed on the entire lead product. The incision marks found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing sodium, phosphorus, sulfur, molybdenum and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Product analysis for the explanted generator was approved on (B)(6) 2012. The generator was confirmed to be at end of service: an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. On (B)(6) 2012, the patient's physician reported that the patient had not been seen and did not have any information. The physician was unaware that the patient underwent explant. Attempts for additional information have been unsuccessful to date.

Event description:
On (B)(6) 2012, a nurse reported that this vns patient was being referred for explant for an unknown reason. Follow up with the physician's office on (B)(6) 2012 showed that the patient recently presented with pain at the generator site and an indication that the patient's stimulator was not working. It was also stated that the patient never really received adequate therapy from vns. The patient underwent explant surgery on (B)(6) 2012. The explanted lead and generator were received on (B)(6) 2012 and are currently undergoing product analysis. A battery life calculation was performed on (B)(6) 2012. The years to eri = yes was negative. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Review of programming/device diagnostic history performed.